Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of patient claiming a lost of ability to see color letters at three months post lasik treatment. Reporter indicate the patient is being monitored. Patient noted she can only see letters in black. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The system history shows that the laser was verified successfully prior and after the date of event. Logfile review for the date of treatment shows that the treatments were performed without interruptions or error messages, the energy and voltage parameter were within specifications during the day. Technical root cause could not be identified as the system was performing within specifications. (B)(4).